Event description:
The customer reported on (B)(6) 2012 at 21:37 her blood glucose was reading "high" (27.8 mmol/l (500 mg/dl) so she gave a manual injection of 15.0 units of insulin. It was painful during the needle insertion process and the pain continued during the pod wear. There was also a lot of blood noted in the cannula. The pod was then deactivate and she noticed the cannula was kinked and it was not properly inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine whether it contributed to the hyperglycemia. The user also reported that the cannula was not properly inserted into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.